Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is unconfirmed, during the evaluation the device functioned. Both the inflow and outflow motors performed to specifications without any errors. However, physical damage was found to the chassis, top cover, bottom cover, bezel, lcd touch screen, both door covers, and there are 4 missing bumpers. See vendor evaluation.

Event description:
On 11-feb-2026, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was malfunctioning. This occurred during a case; the pump returns to the icon screen (presets) and shuts off the inflow. The pump did this several times; it was replaced without delay during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.